Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Visual inspection noted no anomalous conditions in shape or structure. The electrical characteristics of the device were found to be within product specifications. It was not possible to extend or retract the helix in the laboratory, due to dried blood in and on the helix mechanism. Therefore, full testing was not possible on the helix and we were unable to determine the cause of the observed/reported clinical events.

Event description:
It was reported that during the implant procedure, the helix would not deploy. The lead was not implanted. No patient complications have been reported as a result of this event.